Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using a bd insyte¿ autoguard¿ bc shielded IV catheter, the catheter split. The following information was provided by the initial reporter: IV catheter split during placement.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2022-02-22. H6: investigation summary: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one used 22ga bd insyte autoguard blood control IV catheter unit inside an opened package. The unit is with all components present. Through the visual / microscopic observation, the unit is with the needle piercing through the tubing wall resulting in a cut near the tip. This is confirmed as a tip spear. There is dried media present throughout the catheter tubing, including the tip and in the bevel and notch of the needle and in the flashback chamber. The presence of media observed in this area is evidence that the unit was used in venipuncture. Although the reported issue was confirmed, it could not be determined if the damage resulted from the manufacturing of the device or from the user environment. The defect of needle through catheter may originate as a part of the manufacturing process due to alignment of the set together station, bent tubing, or air blow inconsistency. There is a 100 percent automated vision system inspection and a sampling plan implemented for tip spear and lie distance, which mitigates the occurrence of this defect. There is a possibility for the defect to originate in the clinical setting due to improper use either during tip adhesion break or during the venipuncture attempt by moving the cannula up and down the catheter tubing or advancing the needle at a wrong angle. If an attempt was made to insert the device with reported defect, penetration would be extremely painful.. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that while using a bd insyte¿ autoguard¿ bc shielded IV catheter, the catheter split. The following information was provided by the initial reporter: IV catheter split during placement.